Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received indicating that the 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred. Technical service engineer (tse) troubleshot this issue with the customer over the phone. Customer requested on-site service.

Manufacturer narrative:
The evaluation and repair of the device has been completed. The service engineer (se) verified the reported issue and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.